Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The company service representative replaced the cpu battery and the cpc connector. The company service representative stated the parts replaced were not related to the complaint and were therefore not saved. The system was then tested and met all product specifications. (B)(4).

Event description:
The customer reported the system was not cauterizing. The surgeon noted the pt had some bleeding on the external part of the eye (not intraocular). The power was increased, the cord was switched, and then the pencil was switched with no results. The customer then used another cautery system. The case was completed. No pt injury was reported.